Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly and there was no display on screen. Customer's blood glucose value was unknown. Customer placed a brand new battery and display did not turn on. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. No vibration noted during testing.